Event description:
The customer contact reported that during preventive maintenance testing at the user facility, while operating the battery power, the device powered off without sounding an audible alarm. There was no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
At this time the customer will not be returning the device for eval. The customer contact reported device was repaired at the user facility and was returned to clinical svc. If the device is received. A f/u report will be submitted. This report represents all info known by the reporter upon query by hospital personnel.